Event description:
It was reported that this right ventricular (rv) lead exhibited noise and capture thresholds were trending upwards but remained within normal limits. Additionally, an alert was seen due to high out of range pacing impedance measurements higher than 2264 ohms. This lead was reprogrammed and follow up with the physician was scheduled to discuss the possibility of a replacement. This rv lead remains in service. No adverse patient effects were reported.additional information received detailed this device was surgically abandoned and successfully replaced. No additional adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead exhibited noise and capture thresholds were trending upwards but remained within normal limits. Additionally, an alert was seen due to high out of range pacing impedance measurements higher than 2264 ohms. This lead was reprogrammed and follow up with the physician was scheduled to discuss the possibility of a replacement. This rv lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.